Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that helix photo taken and saved.

Event description:
It was reported that the lead was attempted and not implanted. The lead dislodged repeatedly during the implant procedure, and there was difficulty placing it. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.